Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the root cause could not be determined; however, it is likely attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera exhibited one of the screws of the serial number plate missing. There was no patient involvement.